Manufacturer narrative:
H6: investigation summary a device history review was conducted for lot number 9197339. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was missing the prn. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was given intravenous indweling access due to treatment needs. When three or eight pairs of examinations were conducted before the puncture, it was found that the closed venous indwresting needle lacked heparin cap, and a new set of closed venous indwresting needle was immediately replaced. Venous indwelling access was successfully completed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. FDA device problem code: 1354, FDA patient problem code: 2645.

Event description:
It was reported that intima-ii y 20gax1.16in prn/ec slm was missing the prn. The following information was provided by the initial reporter: on (B)(6) 2020, the patient was given intravenous indweling access due to treatment needs. When three or eight pairs of examinations were conducted before the puncture, it was found that the closed venous indwresting needle lacked heparin cap, and a new set of closed venous indwresting needle was immediately replaced. Venous indwelling access was successfully completed.